Event description:
Contact lens/solution related infiltrative keratoconjunctivitis (multiple corneal infiltrates with poor vision, pain and light sensitivity). #1 - dose or amount: drops, frequency: pm, route: topical. #2 - dose or amount: contact, frequency: daily, route: topical. Dates of use: (B)(6) 2008. Event abated after use stopped: yes.